Event description:
Pt had a respiratory arrest while on a demerol pca pump which was both demand and basal rate. Thirty minutes prior to the arrest, the pt was alert & oriented drinking oral contrast for a CT scan. Pt was difficult to resuscitate with a cardiac rhythm of pulseless electrical activity. The pt received a total of 110mg according to the pump from 0500 until an arrest. Pt was alert & oriented during that time. It is highly unlikely that the pump contributed to the arrest, but it was running at the time of the arrest.